Manufacturer narrative:
(B)(4).

Event description:
A customer report was received via medline report with the following complaint description: a leak was discovered from the pilot balloon and the reported issue was discovered during patient use in the evening. The customer confirmed that pretesting for leaks was performed prior to insertion into the patient. It was also confirmed that replacement of the tube was required. Six tubes were removed and replaced in the same patient. The medline report did not provided a date for the event when the recannulations occurred. The six tubes in this report from the customer are referenced on our reports: 2936999-2016-00214, 2936999-2016-00219, 2936999-2016-00220, 2936999-2016-00221, 2936999-2016-00222, 2936999-2016-00223.